Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, later reported, "grade 3, capsular formation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Rupture on the device. Additional observations: deformation device observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, "grade 3 capsular formation". Device has been explanted.